Event description:
Reported as: "catheter rupture." (Leak).

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 07/23/08. The product associated with this report has not yet been returned. Based on the reported model (vg) of the lap-band system, the connector type is assumption to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Further info from the reporter regarding the serial number and the implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."